Manufacturer narrative:
The technician replaced the brake caster, brake steer caster and brake pedal to resolve the issue.

Event description:
The technician alleged the brakes are not holding. No patient impact.